Manufacturer narrative:
The patient's prior admission for driveline infection is referenced in manufacturer's report number #2916596-2020-06260. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that within the same hospitalization period in october for gastrointestinal bleeding, the patient also had driveline infection, pleural effusion, and stenosis of the truncus coeliacus. The stenosis was related to the gastrointestinal bleeding, and possibly related to anticoagulation therapy. Gastroscopy confirmed ischemic esophagitis due to stenosis. Upon low hemoglobin, the patient was transfused with 6 units of packed red blood cells and had anticoagulation medication changes. The pleural effusion was treated with pleural puncture. The patient also had several driveline swab tests since 19oct2020 which were positive for staphylococcus aureus. Swabs performed on (B)(6) 2020 were negative but there was still purulent secretion. Antibiotics were changed several times. The patient was discharged home on (B)(6) 2020 in stable condition with oral antibiotics. The patient has had ongoing driveline infection since 20may2017.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for major bleeding and had blood transfusion, gastroscopy, and parenteral nutrition. International normalized ratio was 3.7.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding, pleural effusion and stenosis of the coeliac artery could not be conclusively established through this evaluation. The patient remains ongoing on ventricular assist device support and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 10dec2015. The current revision of the heartmate left ventricular assist system (lvas) instructions for use (IFU). This IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including bleeding and infection. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.